Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited noise oversensing resulting in inappropriate automatic mode switch the patient was brought in to the clinic and programming changes were made on the device. The patient was in stable condition.